Manufacturer narrative:
The customer reports that the nibp (non invasive blood pressure) on the bedside monitor will not deflate and give an air leak error message. The unit was returned for evaluation and repair. The unit was cleaned and evaluated. The reported problem of the device giving an "air leak" was duplicated. The nibp pump was replaced to resolve the issue. All steps in the maintenance check sheet per service manual were completed. The unit completed a day of testing and operates to manufacturer's specifications. Repaired unit was returned to customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the nibp (non invasive blood pressure) on the bedside monitor will not deflate and give an air leak error message.